Manufacturer narrative:
Medtronic rep replaced camera per RMA and tested system after replacement and camera was working as intended. No patient present.

Event description:
Medtronic representative reported that the camera was cycling on the s7 system, the power light was blinking and that the communication light was solid green. The event did not occur during a surgery and no patient was present.